Event description:
It was reported that a spiral dissection was observed distal to the stent following deployment in a tortuous circumflex artery. The artery became totally occluded and full CPR measures were taken, including several cardiac defibrillations. The patient survived the resuscitation attempts and was then send for emergent cardiac bypass surgery.